Event description:
Reporter stated "line flushed with meds, noticed leaking all over tubing - several perforations on line. Line changed minimal meds lost. No pt injury or pt 'reaction' resulted." Reportedly, this occurred during pt use and the leaking was noted immediately. No injury or medical intervention was required.